Manufacturer narrative:
Concomitant medical products: product ID: 693558 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered possible inappropriate therapy for atrial fibrillation (af) with a rapid ventricular response detected as ventricular tachycardia (vt) seven times. The crt-d remains in use. No further patient complications have been reported as a result of this event.